Manufacturer narrative:
H.6 investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect in the shield was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of molding defect in the shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of molding defect- short shots. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the customer discovered two tubes with a molding defect on the hemoguard cap. A portion of the cap was missing. This was discovered prior to use and there was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the customer discovered two tubes with a molding defect on the hemoguard cap. A portion of the cap was missing. This was discovered prior to use and there was no report of impact to patient or user.